Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No ramping numbers noted on the display. The device had cracked reservoir tube lip, minor scratches on display window, and cracked case near display window corners noted during visual inspection.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the customer received a button error alarm on their insulin pump. Customer also reported their numbers were ramping up when they attempted a bolus delivery. The customer's blood glucose was 10.1 mmol/l. Advised customer their insulin pump needed to be replaced. No additional information provided.